Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. When the delivery system box was opened, it was noted that the grey 80% indicator portion of the delivery system was missing. A new large flexnav delivery system was opened and used to implant the valve ((B)(6)). The annulus perimeter was 80.6mm, the minimum was 21.3mm, the maximum was 29.1mm, and the average was 25.2mm. There was significant calcium to allow for anchoring of the device. Pacing was maintained with a temporary pacemaker during the procedure. The aorta was at 58-degrees but appeared more horizontal upon deployment. During the first deployment, the valve appeared high, so it was recaptured. The second initial deployment depth was at 0mm from the non-coronary cusp (ncc). The positioning during the second deployment was acceptable and the valve was released at 3-4mm below the ncc. After the valve was released, it embolized into the sinus of valsalva (sov). The patient's pressure dropped during valve embolization. The physician snared the valve above the sinotubular junction (stj). A new 29mm valve ((B)(6)) was prepared with a new large flexnav delivery system. The new valve was implanted in a valve-in-valve procedure. The final implant depth of the second valve was 6mm below the ncc. There was no leak present post valve-in-valve procedure, and the gradient was 3mmhg. Post procedure, the patient experienced conduction disturbances. On (B)(6) 2023, the patient received a permanent pacemaker due to conduction disturbances. The patient was reported as stable.

Manufacturer narrative:
An event of device embolization and drop in pressure upon release was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended valve size for provided measurements is 29 mm navitor valve. And "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.".